Event description:
It was reported during the end of a atrial flutter (afl) procedure, the ground patch was removed and the staff noted that there was a skin burn in the lower back the size of the patch. The patient has an implantable defibrillator. Per the biomedical technician, he felt that the reason for the patient skin burn was the partial detachment of the indifferent electrode used during the procedure. Upon request, additional information was provided on the event by the bwi field representative. The skin burn was approximately 10/15 cm2. The patch is a single patch from valleylab by covidien. The lot number is unknown. The size of the indifferent electrode was 20 x 15 cm2. It burned the patients lower back on the three corners of the patch. The patch was placed correctly. It seemed that the patch did not peel off. It was reported that the patient had a 3rd degree skin burn, but it only required bandages and ointment and was a mild permanent damage to the patient's back skin. No other medical intervention was needed at the time. The patient had been shocked at 200j during the procedure but no interference had been noted. The defibrillation was to convert from flutter to sinus rhythm. It was a right flutter and according to the assistant nurse the catheter was an 8 mm ibi from st-jude. It is unknown if the patient is going to require further treatment. The event was not life threatening. It was unknown if the patient required hospital stay or extended hospital stay. The causality of the adverse event is procedure related. The prognosis for the patient is excellent. It was unknown if the patient return electrode manufacturer was contacted to report the complaint.

Manufacturer narrative:
(B)(4). It was reported during the end of an atrial flutter (afl) procedure, the ground patch was removed and the staff noted that there was a skin burn in the lower back the size of the patch. The skin burn was approximately 10/15 cm2. The patch is a single patch from valleylab by covidien. The lot number is unknown. The size of the indifferent electrode was 20 x 15 cm2. It burned the patients lower back on the three corners of the patch. The patch was placed correctly. It seemed that the patch did not peel off. It was reported that the patient had a 3rd degree skin burn, but it only required bandages and ointment and was a mild permanent damage to the patient's back skin. No other medical intervention was needed at the time. Per the biomedical technician, he felt that the reason for the patient skin burn was the partial detachment of the indifferent electrode used during the procedure. Per the event description, the unit was serviced and no errors were found. The functional and safety tests were performed as well as a preventative maintenance. The device history record for the stockert generator serial number (B)(4) shows that no manufacturing or test fails were noted during the manufacturing cycle related to functionality of the device. The device met all requirements prior to distribution.

Manufacturer narrative:
(B)(4).